Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported an infection occurred. It was further reported that the patient developed a growth on a heart valve and the implantable pulse generator (ipg) system was extracted as a precaution. The ipg system was replaced. No further patient complications have been reported as a result of this event.